Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. See manufacturer's report number 1627487-2010-00257 for device 2. It was reported that a patient with two scs systems, thoracic and cervical, had a revision to reconnect the cervical lead to the extension. The revision could not be completed, as the lead was disconnected from the extension and had migrated. The physician was unable to locate the lead. On (B)(6) 2010, the patient underwent surgery to locate the terminal end of the cervical lead and reconnect it to the extension and connect to the ipg located in the patient's abdomen. When the lead was located, it was discovered that the end metal contact had been torn off. Intra-op testing revealed that all contacts were invalid. The patient was closed and sent home. Patient will be revised at some point in the future.